Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture detachment was not confirmed because all key components were not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, the sutures of two proglide devices were successfully placed in the right common femoral artery (rcfa) using the preclose technique. Reportedly, while placing the suture in the left common femoral artery (lcfa) using the preclose technique a suture break occurred during suture retrieval. The broken suture was removed. The sutures of two additional proglide devices were successfully placed using the preclose technique and set to the side. The arteriotomy was reported to be 8f in both access sites. The sheath was upsized to 20f for the evar procedure. When the evar procedure was completed, the successfully preplaced sutures in the lcfa and rcfa achieved hemotasis. There were no issues reported with the closing procedure in the rcfa access site. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was reported.